Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to login. A technical support specialist (tss) dialed into station, which was showing ¿disconnected mode, patient data may not be current.¿ the tss was unable to access the server remotely as the session terminated before starting, and remote support service (rss) validation indicated high c drive utilization. It was identified that the structured query language (sql) transaction log for the dsserveroltp database was full, preventing further transactions and causing service failures. The customer was informed that remote access could not proceed and that assistance from the information technology (it) team was required to free up disk space on the c drive (by deleting unnecessary or temporary files) and/or perform a sql transaction log backup. The customer acknowledged and raised a ticket with it for further action. Upon follow-up, the tss dialed back into station, verified that it was no longer in ¿disconnected mode,¿ and confirmed successful login without issues. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had an issue where the user was unable to login. However, there were no delay and adverse events or injuries reported based on this event.